Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning for a high rv defibrillation impedance. It was also reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference. Follow up with the physician indicated that the electromagnetic interference could not be reproduced and no intervention has been taken on either the device or lead as both appear stable. The device and lead remain in use. No patient complications have been reported as a result of this event.